Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was returned for evaluation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with an ar-6420 lot# z4011, an ar-6425 lot# x0101, and an ar-6430 lot# 69910382 pump tubing and was tested and evaluated to see if the reported failure could be reproduced. The pump was connected to the power and turned on. After selecting the shoulder setting to replicate the conditions in which the reported failure occurred, the run button was pressed to start the machine. The device was run for 30 minutes with no issues. To test the outflow system of the returned device, the lavage and rinse buttons were pressed, and no issues were noted with the outflow. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2010. Refer to investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device had problems with pumping. There was no harm for the patient, operator or third party reported. There was no case involvement reported. No further information received. Update kpilz 18-jul-2024: it was reported that during an arthroscopic shoulder surgery the pump/drain system had no function. There was no harm for patient, operator or third party. The surgery was finished successfully with another device. A surgical suction device was used instead. It was not necessary to switch the surgical technique or do a second surgery.